Event description:
Customer's husband reported customer's insulin pump alarmed no delivery during manual prime. Customer's blood glucose is 177 mg/dl. The connection was verified. Insulin exited the tubing when manually pushed with a plunger. Customer reinserted the reservoir and ran a manual prime. The device did not alarm. Customer was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.